Event description:
The event occurred during preparation for an unspecified therapeutic procedure that was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a communication failure caused by immersion from connector damaged part. The event can be prevented by following the instructions for use which state: do not drop the camera head or allow it to strike other objects. Strong impact could damage the electrical circuits inside the camera head due to water immersion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - establishment name: (B)(6). The device was returned to olympus for repair and the evaluation found the reportable event of image defective which includes sudden loss of vision, blackout, color bar, and whiteout due to a board failure (short circuit, corrosion, electronic component failure, and failure due to water damage). Additional findings are: connector damage in the connector section, cable damage at the cable section, section free lock lever corrosion, and head section main body water damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus, that the camera head had a noisy image. The reportable issue of no image was found during the device evaluation. There were no reports of patient harm. The medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.